Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that the coil wire was unraveled and kinked, additionally the core wire was detached at 3.1 cm from the distal tip to the transition point. No more damages were observed. Under microscope it was observed that the coil wire was unraveled and, and the core wire was detached at the transition point.

Event description:
It was reported that core wire detachment occurred. The 50% stenosed target lesion was located in the non- tortuous and non-calcified femoral artery. A 035/145/3mm amplatz super stiff guidewire was advanced, however, it was found under fluoroscopy that the tip was seriously kinked. The physician pulled the wire back out of the sheath and inspected it. The outer support coil was loosened, and the inner core wire of amplatz was broken. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that core wire detachment occurred. The 50% stenosed target lesion was located in the non- tortuous and non-calcified femoral artery. A 035/145/3mm amplatz super stiff guidewire was advanced, however, it was found under fluoroscopy that the tip was seriously kinked. The physician pulled the wire back out of the sheath and inspected it. The outer support coil was loosened, and the inner core wire of amplatz was broken. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.